Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator do not inflate. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date of event :11oct2018. PMA/510k: 05jul2018. Correction: received information that the ventilator involved was a bipap vision. Product ID: bipap vision intl w/o2b. Ventilator, continuous, minimal ventilatory support, facility use. (B)(6). Serial number could not be provided by the customer. Correction: intial reporters address and telephone number. The customer declined to have the device repaired due to the age of the device. Although requested, the ventilator serial number was not provided by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator does not inflate.the ventilator was not in use on a patient at the time of the event.